Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of severe burning pain and numbness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling addresses the reported events as follows: adverse events: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. ¿treatment site responses reported by = 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness.¿ device- and injection related adverse events occurring in = 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%).

Event description:
Healthcare professional that after injection with two syringes of juvederm voluma xc in the cheeks, the patient is experiencing "severe burning pain" in the left nose area, "numbness" in the v2 area/trigeminal nerve of the cheek palette on the left side, and "retro-orbital pain on the left eye." Patient described the pain as an "eight on a scale of one to ten." Patient was treated with a medrol dosepak. Symptoms are currently ongoing.

Manufacturer narrative:
Medwatch sent to FDA on 5/11/2016.

Event description:
Further follow-up with the healthcare professional revealed that the patient experienced pain in the "left nasal ala" which has resolved, and numbness in the "left cheek and maxillary dentition" which has decreased but is still present.

Event description:
Further follow-up with the healthcare professional revealed that symptoms have resolved.